Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that her blood glucose level reached 400 mg/dl. When her blood glucose level was 400 mg/dl, she had to go home and treat with a manual injection. Sometimes she had to follow up with a second manual injection to bring her blood glucose level down. The customer had sensor issues. The sensors were not sticking and lasting the 6 days. The device was not returned.